Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the erbe generator to resolve the issue. The system was tested and verified as ready for use. Intuitive surgical, inc. (Isi) has issued a return material authorization (RMA) to have the erbe returned. However, isi has not received the unit involved with the alleged issue to perform failure analysis. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
It was reported that during a da vinci-assisted sacrocolpopexy surgical procedure, repeated error code c-34 on the integrated electrosurgical unit (iesu) erbe generator was displayed. The customer contacted an intuitive surgical, inc. (Isi) technical support engineer (tse) for assistance. The tse reviewed the system logs and identified error c-34 pointing to low high frequency (hf) voltage. The tse guided the surgeon to disconnect the power cord from the erbe generator and to wait 1 minute then restart the erbe, but the issue kept coming back. The tse confirmed that the erbe generator was connected to a dedicated ac outlet. After the customer restarted the erbe generator, it came up with error code c-54. The customer did not have an external third-party generator but had a spare erbe generator. The tse guided the customer to setup the external erbe with an external pedal. No further issue reported. The procedure was completed with no reported injury.

Manufacturer narrative:
Intuitive surgical has received the integrated electrosurgical unit (iesu). The iesu was returned for failure analysis and the c-34 error was confirmed and reproduced.

Event description:
Refer to h10/h11 for follow-up information.